Event description:
According to customer's info: "customer stated using the quadrox oxygenator during cpb and at the end of the procedure the oxygenator (near to the co2 exhaust) started leaking. Customer tried to stop the leak by applying (bone) wax. The stop temporarily because as it was at the end of the procedure." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed which caused blood leaking from the blood compartment into the gas compartment of the oxygenator. The investigation under CAPA process (CAPA (B)(4)) has identified that the most probable root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. Maquet cardiopulmonary (B)(4) has defined an action plan in order to prevent the fiber fracture. The actions will be implemented during the next months.